Event description:
The customer called to report high bgs. It was stated that the customer was hospitalized two days before the call. The bgs were treated at the hospital with manual injection. Also blood was found on the cannula. At the time of call the customer treated their bgs with a manual injection and resolved the issue. The customer has only been using the abdomen site for the last three months. Advised the customer of the two high bg rule and to try other body areas. Troubleshooting was performed. Pump passed the testing.